Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones and could not be interrogated having entered safety mode. An urgent revision procedure was performed wherein the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory external visual inspection of this device noted tool marks on case and header as well as body fluid contamination in lead barrels. All seal plugs were intact and setscrews operated normally. Telemetry was non-operational and, as a result, a memory download could not be performed. The device case was removed, internal visual inspection noted no anomalies. Battery voltage was tested and found to be 0.629v. The battery was isolated from the circuit and an external power source set to 3.00v and connected to the device; current measurements were then taken and found within normal limits. Laboratory analysis was unable to determine the cause of the device entering safety core.